Event description:
It was reported that a patient underwent a breast reconstruction revision surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced breast pain and shooting pains. During a consultation with a medical professional, she was diagnosed with baker grade iii and IV capsular contracture of the left and right breasts, respectively. As a result, the patient underwent bilateral removal and replacement with 635cc mentor memorygel boost breast implants on (B)(6) 2024. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2024-02070 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 29, 2024, the mentor analysis lab received the suspect medical device for evaluation. Paperwork retuned with the device indicated the right breast implant was already damage at the time of its removal. As such, rupture has been added to this file. On march 06, 2024, mentor completed an evaluation on the returned device. Mentor then conducted visual inspection and microscopic examination of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).